Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a tlif procedure from l4-l5. As the surgeon was implanting the cage, it was reported that the cage didn't move. The surgeon removed the cage and performed more discectomy and reinserted the cage. The cage broke. The broken cage was removed and a new cage was used to complete the procedure.